Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: when the surgeon was cutting the implant, the tip broke off on the bolt cutting head. No further information is available at this time. This is 1 of 1 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found. Additional product codes: htz, fzt.

Manufacturer narrative:
Device used for treatment and not diagnosis. The review of the manufacturing documents revealed that the present instrument was manufactured according to the specifications. The manufacturing documents where reviewed and no discrepancies to the specifications where found. No product fault could be detected.